Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: additional/modified information was received on 23-feb-2024. Summary: regarding the adverse event of ¿hamorrhagic transformation,¿ the severity of the event was updated from ¿moderate" to "mild.¿ this modified information has been reviewed. No changes regarding reportability determination nor coding were required. This event is not reportable to the usfda. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the (B)(6) study (B)(4), a 68-year-old female (subject (B)(6)) with a medical history of deep vein thrombosis and hypertension, presented with an unwitnessed non-wake up stroke. Last time seen well was on (B)(6) 2023, time unknown. Symptoms were first observed on (B)(6) 2023 at 04:00. The patient was presented to the treating hospital on (B)(6) 2023 at 12:09. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 9 and an mrs score of ¿0-no symptoms.¿ the patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023 using an embotrap iii 5 mm x 37 mm (et307537/ 23h129av) device for occlusions at the m1 and m3 segments of the right middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass was done at the m1 occlusion using the embotrap device and resulted in a mtici score of 2b with clot retrieval in the stent retriever. Due to vessel size, the 2nd and 3rd passes were made at the m3 segment using a tigertriever stent retriever, which resulted in a mtici score of 2b with clot retrieval for the 3rd pass only. During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 headway microcatheter, a 0.062 red62 intermediate catheter, and a 0.091 axs infinity plus long sheath were also used. It is unknown if there were any intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 4. On (B)(6) 2023, the patient experienced the event of ¿sah [subarachnoid hemorrhage]¿ which was made known to the site and sponsor on 22-dec-2023. The principal investigator (pi) assessed this event as not serious, mild in severity, and as not related to the embotrap iii study device, not related to the large bore catheter, but possibly related to the primary surgical procedure. This event was not treated. The patient¿s status is recorded as ¿recovered/resolved with sequelae¿ with an end date of (B)(6) 2023. The patient¿s discharge information has not yet been entered into the database at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Section a1. Patient identifier (B)(6). D.4: the expiration date of the device is not available at time of reporting. H.4: the device manufacture date is not available at time of reporting. Regarding the event of a ¿sah [subarachnoid hemorrhage],¿ which was assessed by the pi as not related to the study device but possibly related to the study procedure; the correlating relationship of the study device to event cannot be ruled out completely. The event occurred the day after the procedure, therefore, the possibility of vessel trauma associated with the event remains plausible. Since a subarachnoid hemorrhage is considered a serious injury, this event will be conservatively reported to the us FDA reporting under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4).the device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.